Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device was received with minor scratched lcd window and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that they were hospitalized due to high blood glucose level with diabetic ketoacidosis. The customer¿s blood glucose level was over 600 mg/dl at the time of incident. Customer was treated with intravenous. In addition, customer were shoot up with high blood glucose level of 800 mg/dl. During hospitalization. Customer experienced symptoms such as nausea and vomiting. The insulin pump will be returned for analysis.